Event description:
It was reported that the unit required repair due to a faulty ratchet mechanism. The timing of the event and the date the event occurred was not communicated neither was there any information relayed regarding harm or injury to a patient or a delay in the procedure. After evaluation of the returned product, it was determined that the ratchet could not be inserted on the bottom roll. Due diligence is complete as attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.no adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit passed the test cut. However, the bottom roll was worn and the ratchet could not be inserted on to the bottom roll. The bottom roll, ratchet gear, and two screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.